Manufacturer narrative:
Broken outer spring in handle assembly. Broken handle guard.

Event description:
It was reported by service report that the right side rail release handle and guard is broken and unable to lock in the upright position. No pt involvement or adverse consequences are reported.